Event description:
Dexcom was made aware on 07/25/2023, that approximately on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported by the parent that the pediatric patient experienced a skin reaction with burning, redness, inflammation, and infection under the entire patch area which occurred 6 days after the sensor had been inserted in the abdomen. The patient was evaluated in the emergency department and the skin reaction was treated with a prescription of oral sulfamethoxazole and trimethoprim 13.7mg. At the time of the report, the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).